Manufacturer narrative:
A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported the touch screen is not working, will not calibrate and is unresponsive to touch. The customer reported patient involvement is unknown and there was no patient harm.

Manufacturer narrative:
The field service engineer (fse ) evaluated the device while onsite and confirmed the reported problem. The fse replaced the touch screen to address the reported problem.

Manufacturer narrative:
The touch screen assembly was tested and no failures were identified. The determination could not be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and if there is a relationship of the device to the reported problem.